Manufacturer narrative:
Result: brake crank assembly.

Event description:
It was reported by service report that the brakes would not disengage. There was no pt involvement; however, the customer reported that they did not know if there adverse consequences to report.